Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. On (B)(6) 2024, it was reported by a healthcare facility that the patient was rushed to the emergency room (ER) by her husband due to unspecified low readings on her cgm. The egv was not specified nor clarified. It was not specified nor clarified whether a bg was checked at this time. She was basically comatose as she couldn¿t communicate well and couldn¿t even tell her name. It was not specified nor clarified whether attempts were made to treat the symptomatic low egv. Upon arriving at the ER, her fingerstick value was 44 mg/dl and cgm was in the 90s (no exact values given by the nurse). She was given glucose tablets and a shot. The patient was reportedly comatose and immobile and hospitalized due to the low blood sugar. At an unspecified moment within the episode, a "connection error" was on the app and the tsr assisted the patient's husband to do a calibration when bg reading was 66 mg/dl and cgm at that point was 114 mg/dl. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.